Event description:
According to the customer on (B)(6), "provider noted after cesarean section that patient had a macular rash in the distribution of c-section drape."

Manufacturer narrative:
According to the customer on 2/15, "provider noted after cesarean section that patient had a macular rash in the distribution of c-section drape. Per discharge summary on (B)(6) 2024 "she did have a rash in the distribution of the drape adhesive and was treated with antihistamine and topical steroid". The was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.